Manufacturer narrative:
The customer reports that the multi gas loaner unit will not take a reading after it has been warmed up when blowing in the tube. Customer was sent another loaner to replace the defective loaner. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the multi gas loaner unit will not take a reading after it has been warmed up when blowing in the tube.

Manufacturer narrative:
Manufacturer narrative: the customer reports that the multi gas loaner unit will not take a reading after it has been warmed up when blowing in the tube. The unit was cleaned and evaluated. The reported problem of not functioning properly was duplicated. This unit stayed in constant warm up mode and would not calibrate. The gas sensing unit was replaced to resolve the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit was tested and operates to manufacturer's specifications. The device was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.